Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the lens scratched and a small crack on the downstream occlusion (dso) seal. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the unit alarmed 41541/2003 with red screen during occlusion testing and the latch flex sensor was found degraded. The root cause was determined to be a degraded latch flex sensor. The latch flex sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 4154 / 2003. The event occurred during preventive maintenance; there was no patient involvement.